Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. Gts explained the alarms and reviewed proper procedures. Gts assisted the hp to cycle power to clear the alarm and advised the hp to start over with new supplies. Product surveillance (ps) spoke with the hp, who said he did a manual exchange and then resumed therapy on the cycler the next night. The hp said he notified his nurse of the incident. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.